Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with a mentor smooth round moderate plus profile, 450cc saline breast implant experienced left-sided implant deflation, and right-sided capsular contracture grade IV post procedure. The issue was discovered during physical examination. As a result, patient underwent bilateral replacements with unknown implants on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 27, 2022 indicated that the patient experienced bilateral capsular contractures, left side grade is unknown. Patient also underwent bilateral capsulectomy. Date of removal was on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received with the device indicated that the patient underwent bilateral replacements as follow: l/ cat#: 3502450,, sn#: (B)(6) , r/ cat#: 3502450, sn#: (B)(6) on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 27 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).